Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient manages her diabetes with insulin pump therapy. The patient continued to take her usual dose of novolog insulin (amount not specified). Prior to the start of the alleged issue, the patient claimed she felt a symptom of shaking. The patient took food and/ or drank a beverage as treatment. The patient denied testing with another device. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information obtained, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptom started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.